Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and the displacement accuracy test. The insulin pump powered up properly and no blank display noted. No excessive no delivery or motor error alarms noted. The insulin pump was monitored and no unexpected failed battery test or low battery alert alarms occurred during our testing. No damage was found on the c13 lcd isolation tape during our visual inspection and the motor was tested outside the device and passed. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and failed battery test. The customer was unable to complete the insulin pump's rewind due to a failed battery test alarm. The customer did not have another battery. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.